Event description:
Caller reported a cartridge alarm issue, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump. Since the customer was using an outdated pump software, they were informed that the replacement pump would come with updated software, which they understood and accepted. The caller did not have a backup therapy plan and was advised to contact their healthcare provider. Instructions were given on how to store and return the faulty pump, and the customer was provided with a return box and pre-paid label for ups delivery. The caller understood all instructions and acknowledged receipt of the replacement pump without requiring a signature for delivery.